Manufacturer narrative:
The actual device was not available; however, four (4) photographs of the samples were provided for evaluation. A visual inspection with the naked eye noted a crack on the minicap sample with iodine surrounding the area of crack. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2021. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of minicaps were cracked/split at the bottom edge of the cap which resulted in iodine leakage through the cracks. The cracks were discovered while the minicaps were connected the patient¿s transfer set. This occurred during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.